Manufacturer narrative:
A review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications. The device was not returned. The engineer evaluation of the provided image stated: an image of the occluder after explant confirms the physician¿s observation of vegetative growth present on the surface of the occluder. The cause of the infective vegetative growth on the occluder cannot be determined with the evidence provided. The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: endocarditis.

Event description:
It was reported to gore that on july 24, 2023 a 25mm gore® cardioform septal occluder was selected to treat a patent foramen ovale. It was reported the patient had multiple admissions for bacterium since device implant, however, the device was clean. On the last admission (date unknown) vegetation was detected on the device and it was surgically removed. There was no other finding of endocarditis, only on the device.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.